Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
A user facility's voluntary medwatch report, #mw5059640, was received by terumo cardiovascular systems corporation from the FDA. The report states that during cardiopulmonary bypass, it was noted that the oxygenator was not working properly. After the oxygenator was replaced there appeared to be fiber "clots" in the device. It is believed that this event has been previously reported to the FDA in MFR # 1124841-2016-00051; however, there is not enough information provided in the voluntary medwatch report received to confirm that the events are the same.

Manufacturer narrative:
The actual device was not returned for evaluation. This complaint was initiated due to a user facility's voluntary medwatch. Based on the information provided, it is believed that the event for this complaint is the same event from MFR# 1124841-2016-00051. The investigation results for MFR# 1124841-2016-00051 are as follows. A retention sample from a product produced on the same day as the actual sample was obtained for functional testing. The sample was built into a circuit and bovine blood was circulated at each flow rate, the obtained values were confirmed to meet product specifications. The bovine blood was then circulated for 6 hours, no occlusion occurred. The blood was then removed and a visual inspection was performed, no anomalies were noted. Review of the device history records revealed no manufacturing issues. A definitive root cause could not be determined and this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.